Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, after spinal fusion procedure, while the patient had a follow-up visit with the surgeon, the patient describes a ¿clicking¿ sound or sensation while bending. The surgeon describes a loss of height of the l5-s1 cage. Further analysis required to determine which cage is at the l5-s1 level. The surgeon plans to continue to evaluate the patient at this time. Patient consequences are unknown. This complaint involves two (2) devices.